Event description:
It was reported that operation was performed with ann nail system. After 4 weeks from the initial, surgeon found one of the proximal screws was backed out from the proper position. The surgeon keep an eye on the patient condition as well as no revision will be planned so far.

Manufacturer narrative:
Medical product: torque limiting handle; catalog#: 27923; lot#: unknown; cortical bone screw, ã¿ 4x24mm; catalog#: 47-2486-124-40; lot#: 3068968; proximal humerus nail cap, ã¿ 10.5x5mm; catalog#: 47-2488-010-05; lot#: 3054424. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00084; 0009613350-2022-00085; 0009613350-2022-00086.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . Event description: it was reported that the patient underwent primary operation with ann nail on (B)(6) 2021. After 4 weeks, the surgeon found the second most proximal screw backed out from the proper position. The surgeon is keeping an eye on the patient condition and no revision has been planned so far. The corelock mechanism was utilized. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. No medical data relevant to the case has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Surgical technique sap: explains that the locking of the corelock is done using the corelock driver with torque limiting handle. Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle. Conclusion: it was reported that the patient underwent primary operation with ann nail on (B)(6) 2021. After 4 weeks, the surgeon found the second most proximal screw backed out from the proper position. The surgeon is keeping an eye on the patient condition and no revision has been planned so far. The corelock mechanism was utilized. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the devices were received; therefore the condition of the components is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation it could be assumed that possible contributing factors to the migration of the screw might be multifactorial related to either patient condition and behavior, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw.further investigation has been initiated in order to determine the need of potential corrective and / or preventive actions. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.